Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced an arrhythmia that started as atrial fibrillation (af) but morphed into ventricular tachycardia (vt). Since vt was confirmed, the device delivered anti-tachycardia pacing (atp) therapy, and the first burst converted the rhythm back to the fast conducted af, keeping the rhythm in a zone until vt started again and a second atp burst was delivered. Once again, the burst converted the rhythm back to fast conducted af, but then moved to vt and atp was not able to convert it. An unsuccessful first shock was delivered, but a second one was able to convert the rhythm. The physician asked technical services (ts) why the rhythmid feature became unavailable during the arrhythmia. Ts explained that rhythmid was not available during a section of the arrhythmia due to normal device operation and how the algorithm works. No adverse patient effects were reported. The device remains in service.